Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 350 mg/dl and it was addressed with a bolus via the pump. At the time of the report, the customer's bg level was 157 mg/dl. A system check with tandem's technical support indicated that the pump, cartridge, and infusion set functioned as expected.